Event description:
During programming history data review, the patient was found to have high impedance and device disablement. During follow up, it was reported that the generator and lead were replaced. The device was disabled due to discomfort and the high impedance.the discomfort was resolved with device disablement. The explanted devices have not been received for analysis to date. No additional or relevant information has been received to date.

Event description:
The devices were discarded and will not be returned to livanova. No additional information has been received to date.